Event description:
It was reported that the customer experienced an abnormal amount of 9001 error codes. There was patient involvement but no harm. It was later noted that the pump module was found to have a corroded iui connector, causing the pump module to become disconnected. The customer also confirmed that the compromised iui connector had been repaired/replaced.

Manufacturer narrative:
Additional information: concomitant med prod data per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of abnormal amount of 9001 error codes could be confirmed from the hl7 messages provided. Inspection and laboratory testing could not be performed because the devices were not returned for investigation. Error and event logs showed no records related to the reported event. The bd alaris¿ system with guardrails¿ suite mx user manual (v12.1) notes that channel disconnected means module(s) have either been disconnected while in operation or have a non-recoverable error. To silence the alarm and clear the message from screen, press the confirm soft key. Reattach the module, if desired, ensuring it is securely "clicked" into place at channel release latch. If the alarm is still present, replace the module. Per the best practices for cleaning bd alaris¿ system devices tip sheet, remove the iui connector covers. Apply 70% isopropyl alcohol (ipa) directly to the dedicated iui cleaning brush. To prevent cross-contamination, do not dip the brush into the ipa. Alaris system user manual (v12.1), states; use only disinfectants recommended by bd to clean and disinfect the bd alaris¿ system. Use of unapproved disinfectants can result in incorrect device operations. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported abnormal amount of 9001 error codes could not be definitively determined, however, a probable cause could be attributed to channel disconnect events due to corrosion in the iui reported by the facility. There were no devices returned to be examined and tested. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer experienced an abnormal amount of 9001 error codes. There was patient involvement but no harm. It was later noted that the pump module was found to have a corroded iui connector, causing the pump module to become disconnected. The customer also confirmed that the compromised iui connector had been repaired/replaced.

Event description:
It was reported that the customer experienced an abnormal amount of 9001 error codes. There was patient involvement but no harm. It was later noted that the pump module was found to have a corroded iui connector, causing the pump module to become disconnected. The customer also confirmed that the compromised iui connector had been repaired/replaced.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.